Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy, silicone migration, edema: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell." The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration, lymphadenopathy.

Event description:
Healthcare professional reported left side rupture. Later, ¿increasing swelling¿, ¿silicone adenopathy involving the axillary tail/axilla¿ and ¿[silicone adenopathy] internal mammary chains bilaterally¿ on MRI were reported. Device was explanted.